Manufacturer narrative:
D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported that the device was used during an unknown procedure. It was reported by the affiliate that the device would not fire. There was no patient consequence.